Event description:
It was reported by the customer that a bd pyxis¿ es server had an ad authentication account was locked out due to a conflict with the es server. The customer stated that the malfunction occurs had been affecting the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the ad authentication account was locked out due to a conflict with the es server. A technical support specialist deactivated the domain syncs in the application on the test server for this site to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.